Event description:
The reporter indicated that a 12.6mm vtich12.6 implantable collamer lens of 4.0/1.0/034 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. Elevated iop without pupil block and angle closure is observed. The lens remains implanted and the problem is not resolved. Reportedly, "patient seems to have an acceptable vault, but pressure is high."

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).